Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On 05/15/2024, it was reported by an unverified reporter that the patient experienced a malfunction (sensor failed) and the patient change his sensor. The last known egv was not documented. While the new sensor was still in 2-hour warm-up, the patient checked the bg which was 600 mg/dl. It was not specified whether the patient attempted to self-treat the hyperglycemia. The patient reportedly passed out and the friend called an ambulance. It was unknown whether the patient received medication in the ambulance or if the bg was checked during that time. At the time of the report the next day, the patient was was in ICU in a coma and being treated with an insulin drip. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.